Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. Information was reported that 9 years ago, the patient tried a stimulator and after numerous attempts; it was removed and was a complete "bust". No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the it was a complete "bust" was a metaphor. The patient doesn't really know what is at fault. The device stimulated everything but the intended purpose. Was supposed to be for lower back. The patient also stated "I used it was hands, arms, and so on". The patient reported it was removed after two revisions. No further information was reported.